Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced pain in their hip and back. The patient stated that the pain seemed to be near their implanted and wanted to have their device removed, however their healthcare provider said that it was not near their components. At first the patient said that it was diagnosed to be related to the piriformis muscle however recently they were told that it was related to the bone in the area and they may have a slight fracture. It was also noted that the patient has not had any falls or trauma. There were no further complications reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Patient code: (B)(4) no longer applies here.

Event description:
Additional information received indicated that the cause of the back and hip pain were due to left-sided piriformis syndrome, eliminating the speculation of it being due to a fracture.